Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please clarify, did the suture break during the procedure? (Yes). What tissue was the suture used on? (Anastomosis of the coronary buttons). Procedure name? (Bentall procedure). Was there any fragments generated, if so whether they removed? (Few stitches and they were removed). Just checking what is the current patient status/outcome? Recovering as expected. Any changes to patient post-op management? Nil. Events reported via: 2210968-2022-02613, 2210968-2022-02615, 2210968-2022-02616, and 2210968-2022-02617.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, d9, h4, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: one opened box with twenty-three packets of product code 8556h was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage and no defects were observed during evaluation. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.